Manufacturer narrative:
(B)(4).

Event description:
The international customer reported blower temperature high alarm occurred. The unit was being used on a patient at the time the reported issue occurred, however, there was no adverse effect.